Manufacturer narrative:
The investigation of access site bleeding and limb ischemia has been completed. The impella device was not returned for evaluation. Based on the clinical details the root cause of the access site bleeding was most likely use issue since the perclose failed. The root cause of the limb ischemia cannot be determined since the product was not returned and insufficient clinical details were provided. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26874 as it is unknown if the initial reporter also sent the report to the food and drug administration. G1 reporting contact facility name and fax number was inadvertently omitted on the initial manufacturer device report number 1220648-2025-26874. G4 PMA/510(k)number was inadvertently omitted on the initial manufacturer device report number 1220648-2025-26874.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a 78 year old female patient with a cp placed for the patient undergoing a high risk percutaneous cardiac intervention (hrpci). The pump was placed and allowed for the intervention and then the pump was explanted. The explant was complicated by groin closure devices failing to achieve hemostasis. The team had to consult with vascular surgery due to the loss of flow and repair of the access site. The patient survived the procedure.